Event description:
It was reported that during a coronary drug-eluting stenting treatment procedure, a vessel dissection occurred. The patient presented with chest pain. Two previously placed stents in the rca were widely patent. The physician proceeded to treat the native cx by predilating the lesion with a 2.5x15 otw maverick coronary balloon. After the first inflation to unknown atms, a dissection was noted. The lesion was further dilated with the same maverick balloon after which cine confirmed good flow but a clear dissection. Starting at the distal most region the dissection was treated with 5 stents: four non-bsc stents and a 2.5x20 taxus stent. Post procedure, the vessel was open with timi 2. The physician used a non-bsc aspiration catheter but flow remained at timi 2. There were no st elevations noted. The patient's status was stable.

Manufacturer narrative:
Device evaluated by manufacturer- it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B) (4)